Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a loss of stimulation and the spinal cord stimulator (scs) device was causing more pain. The patient subsequently underwent an scs system explant procedure.